Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. The device had no frozen screen noted. Unable to perform displacement, basic occlusion, occlusion, prime, and excessive no delivery test due to no button response on the device. The insulin pump was received with a scratched display window, cracked display window corners, a cracked reservoir tube lip, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 203 mg/dl. Troubleshooting was not performed. The device was returned for analysis.